Event description:
An altitude alarm was reported on the customer's pump, but there was no adverse impact on the customer's blood glucose level. The customer's insulin delivery was initially suspended due to this condition, and they followed instructions from technical support to clean the speaker holes and attempt to resume insulin delivery. When initial attempts to resolve the issue were unsuccessful, the customer loaded a new cartridge and waited two hours, after which normal pump operation resumed. Technical support suggested that the alarm might have been due to exposure to condensation, humidity, or water and provided tips for preventing future alarms.